Manufacturer narrative:
The affected blood pump pu valves; 10 ml in/out; ø 6 mm, sn (B)(6), was in use on the patient for a short period on the day of procedure (B)(6) 2025. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
(B)(6) 2025, the site contacted berlin heart inc. (Bhi) clinical affairs (ca) to report that during transfer of the patient from the or to the ICU, the site noticed blood between the membrane layers around the stabilization ring on the excor blood pump pu valves; 10 ml. The site reported that the blood pump maintained full filling and ejection, and the patient remained hemodynamically stable during this time. Upon evaluating the video provided by the site, bhi ca recommended a pump change. The site changed the blood pump without any significant complications.

Manufacturer narrative:
The affected blood pump was used on the patient only during implantation and returned to berlin heart for investigation. During initial visual inspection of the returned blood pump, slight reddish-brown discoloration could be detected between the membrane layers, indicating that blood had penetrated. The blood pump was then tested for functional performance. The pump performance met our specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. For further evaluation, the blood pump was disassembled, and individual membrane layers were individually tested. The blood-side membrane layer showed an imprint in the form of punch-like damage. The damage corresponded in appearance to the shape and size of the de-airing needle tip, and it was located directly opposite the de-airing port. Dried blood residues were found between the blood-side and the middle layer of the triple-layer membrane. The blood-side membrane layer was punctured, whereas the other two layers of the membrane are intact. The cause of the defect was most likely an inadvertent contact of the blood membrane with the de-airing needle when de-airing of the blood pump during pump preparation. It resulted in damage to the blood-side layer of the membrane and blood accumulation in the interstices of the blood-side and middle layer membrane.